Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with missing end cap sticker, cracked case near the reservoir window and cracked battery tube threads.

Event description:
The customer reported being in the emergency room due to high blood glucose of 450mg/dl. The customer experienced vomiting and chest pains. The customer declined to troubleshoot and requested a replacement. No further information was provided.